Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the pump had unexpectedly delivered 10 units of insulin and then stopped working. No adverse event was alleged. This complaint is being reported due to the allegations of an unprogrammed insulin delivery and the pump stopping functioning.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.